Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer has tried all remedies including changing the infusion set, reservoir and site location. Customer declined further troubleshooting and indicated that they would call back at a later time, as they were at work. No further details given.